Event description:
Apex arthroscopy tubing set, one connection, would not be accepted by the machine when it was being primed & set up. No pt contact occurred. This is the 2nd time this has occurred in reporting facility in approx. 1 year.